Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient had fascia debridement and the device explanted due to sepsis from necrotizing fasciitis. A CT scan was taken at an outside hospital and emergency surgery was performed. It was noted that the issue was resolved at the time of the report. The implantable neurostimulator (ins) was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.